Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of tissue damage (vascular injury) is listed in the proglide instructions for use (IFU), as a potential complication associated with the use of suture-mediated closure devices. In the absence of device returned for analysis, a conclusive cause for the reported suture malposition could not be determined. The reported patient effect of tissue damage is a known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that suture placement with a proglide device was attempted in the calcified left common femoral artery (lcfa) using the preclose technique prior to a percutaneous coronary intervention procedure. Reportedly, on deployment of the suture of the proglide device, the artery tore. A stent and balloon were placed through the right common femoral artery to repair the tear in the lcfa. The procedure was aborted, and manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.